Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found no staples came out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.